Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019. The cause of expiration was not provided by the customer. Information provided indicated that the patient¿s expiration was not related to the device and the device operated as expected. No prior events were reported for this patient throughout approximately 4.5 months on vad support. An autopsy was not performed; the device was not explanted and is not available for investigation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired. The cause of death was not provided and was not related to the device. The device worked as expected. The device will not be returned for evaluation.